Manufacturer narrative:
(B)(4). The distributor reported back after a few days indicating that the issue had resolved and the unit was working normally, after they replaced the gas delivery engine (gde).

Event description:
This complaint originated from an international distributor in (B)(6). The distributor reported the following: "we have encountered a problem with one avea ventilator. The ventilator was giving low fio2 alarm. The monitored fio2 was less by 6-7 of set value except 100. Tested with external oxygen analyzer and found some difference. Checked the air-o2 differential pressure and found within 1cmh2o. Then carried out the oxygen blender calibration by referring l3314 rev.b and then turned off the ventilator. Afterwards the ventilator not turning on. The gde part number is 16650a (s.no. (B)(4)) please note that when we turned on the ventilator, the fan is working and we find backlight on the uim. We replaced the uim from our inventory and found no difference."